Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse recommended to the customer to replace the proportional valve and three-way solenoid valves on the device.